Event description:
It was reported that during an unknown procedure, the tissue pad removed from blade. The piece has not fall into the patient. No patient consequences. Another like device has been used to complete the case.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.